Event description:
It was reported; the device was in back up mode due to an emergency MRI where the device was not programmed into MRI mode prior to the MRI. Technical support was contacted and reprogramming was performed to resolve the event. The patient was stable.